Event description:
It was reported that the device caused insufflation issues. No other information is available. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of (B)(4) with optiview technology.